Event description:
Lack of clinical response to the injection [therapy non-responder] abnormally high pain during injection [administration site pain] needle was bent [needle issue] case narrative: this regulatory report concerns of events of therapy non-responder, administration site pain and needle issue in a patient (age, gender and race not reported) from the united states. The patient's age at the time of experience was not reported. On 09-may-2024, amneal pharmaceuticals received information from other non-health care via an email through the regulatory authority us food and drug administration, with reference number ((B)(4)) concerning above-mentioned events experienced while on amneal's twinject (epinephrine auto-injector). The patient was being treated with epinephrine auto-injector 0.3mg (ndc: 0115-1694-30) (dose, frequency and therapy date not reported) for anaphylaxis. Concurrent condition included anaphylaxis. Concomitant medications, medical history, history of procedures and surgeries, history of allergies, history of smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that the patient came in to the facility for anaphylaxis. Epinephrine auto-injector 0.3 mg was pulled on override using severe anaphylaxis protocol, 5 rights were followed, medications was scanned and given. When pen was removed from patient's thigh, needle was bent sideways. This was congruent with the patient's report of abnormally high pain during injection and the subsequent lack of clinical response to the injection. An attending physician was notified about the situation and ordered another pen to be given, the same exact thing happened again. As the patient was deteriorating clinically, 0.3 mg of epinephrine was drawn up from a vial in a syringe and given im with fabulous clinical response. The patient was then admitted to the hospital. Last action taken with epinephrine in relation to administration site pain were unknown. De-challenge and re-challenge were unknown. Last action taken with epinephrine in relation to therapy non-responder and needle issue was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of therapy non-responder, administration site pain and needle issue were unknown. The reporter assessed the causality of events of therapy non-responder, administration site pain and needle issue as not reported. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 29-may-2024. New information received includes qa investigation report, attached with this case. On 09 may 2024, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg and lot unknown, ¿needle was bent sideways¿. The investigation complaint sub-type based on the complaint information was determined to be for ¿bent needle and loe¿. An investigation was performed by pfizer for ¿loe¿ and phillips for ¿bent needle¿ for lot unknown. Pfizer investigation - loe - the complaint for a lack of effect of an unknown epinephrine was investigated. The investigation included deviation investigations, an annual product record review, and an analysis of the complaint history for the reported product type. This product is received as api, compounded, manufactured, labeled, and bulk packaged by pfizer mcpherson. The unit is further assembled with the device component by the pc1 customer. The final scope was determined to be an unknown lot of epinephrine. No quality issues were identified during the investigation. There is no impact on product quality. The complaint condition was not confirmed as no lot number or samples were returned; therefore, the root cause cannot be attributed to manufacturing or vendor processes. No corrective or preventative actions are required as the complaint condition was not confirmed. Philips investigation - bent needle - a batch record review was not performed as the lot is unknown. The controlled annual product reports from may 30, 2022, to may 29, 2023, were reviewed for deviations/investigations that could have contributed to the complaint. There were no deviations/discrepancies found that may have led to the defect reported by the customer. All in-process and final release criteria were met for all lots manufactured at phillips-medisize. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. Lot number is unknown; therefore, a complaint history of the lot cannot be completed. There have been eleven (11) other, similar complaints reported in the complaint category ¿bent needle¿ in the past 24 months. None of the 11 similar complaints were attributed to the manufacturing process. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. Failure mode ¿bent needle¿ is captured within the adjustment screw setting & syringe assembly vision inspection process. No updates to the pfmea will be made as the current controls in place capture the defect mode identified in the complaint. The complaint sample was not returned for evaluation, hence the reported complaint could not be confirmed. Controls are in-place to assure needles do not exceed an angle of 2 degrees from straight. The device is designed such that the needle remains unexposed (within the nose cap) until after administration of the dose. Post-administration, the needle protrudes from the red nose cap when removed from the patient¿s thigh. If not removed from the thigh properly (pulled straight out), then there is a potential for the needle to bend. The approved instructions for use state, ¿place the red tip against the middle of the outer thigh (upper leg) at a 90-degree angle (perpendicular) to the thigh. Press down hard and hold firmly against the thigh for approximately 10 seconds to deliver the medicine. Only inject into the middle of outer thigh. Do not inject into any other part of the body. Remove epinephrine injection from the thigh.¿ as part of post marketing requirements (pmr-3479-1), a total of (B)(4) devices were tested during dose reliability testing for pmr 3479-01. Bent needles were not seen when the insertion and removal angles were kept the same. Needle angles were primarily influenced by rotation of an activated device prior to removal. This finding indicates that the most likely causal factor for reported bent needle complaints is not attributed to the manufacturing process but rather due to the handling by end users. Adequate controls are in place to prevent the potential of bent needle defects being generated and going undetected in the manufacturing process. The investigation associated with epinephrine injection usp auto-injector 0.3 mg, lot unknown for the complaint category - bent needle and loe, for the reported complaint determined the manufacturing, assembly or packaging did not contribute to the reported complaint as there are controls in place to assure needles do not exceed an angle of 2 degrees from straight. Annual product reports were reviewed for deviations/investigations that could have contributed to the complaint. There were no deviations/discrepancies found that may have led to the defect reported by the customer. All in-process and final release criteria were met for all lots manufactured. The reported complaint could not be confirmed as the complaint sample was not returned for evaluation. The investigation concluded that all lots released to market were manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to administration site pain were unknown. De-challenge and re-challenge were unknown. Last action taken with epinephrine in relation to therapy non-responder and needle issue was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of therapy non-responder, administration site pain and needle issue were unknown. The reporter assessed the causality of events of therapy non-responder, administration site pain and needle issue as not reported. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Lack of clinical response to the injection [therapy non-responder] abnormally high pain during injection [administration site pain] needle was bent [needle issue]. Case narrative: this regulatory report concerns of events of therapy non-responder, administration site pain and needle issue in a patient (age, gender and race not reported) from the united states. The patient's age at the time of experience was not reported. On 09-may-2024, amneal pharmaceuticals received information from other non-health care via an email through the regulatory authority us food and drug administration, with reference number (aer: (B)(6) concerning above-mentioned events experienced while on amneal's twinject (epinephrine auto-injector). The patient was being treated with epinephrine auto-injector 0.3mg (ndc: 0115-1694-30) (dose, frequency and therapy date not reported) for anaphylaxis. Concurrent condition included anaphylaxis. Concomitant medications, medical history, history of procedures and surgeries, history of allergies, history of smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that the patient came in to the facility for anaphylaxis. Epinephrine auto-injector 0.3 mg was pulled on override using severe anaphylaxis protocol, 5 rights were followed, medications was scanned and given. When pen was removed from patient's thigh, needle was bent sideways. This was congruent with the patient's report of abnormally high pain during injection and the subsequent lack of clinical response to the injection. An attending physician was notified about the situation and ordered another pen to be given, the same exact thing happened again. As the patient was deteriorating clinically, 0.3 mg of epinephrine was drawn up from a vial in a syringe and given im with fabulous clinical response. The patient was then admitted to the hospital. Last action taken with epinephrine in relation to administration site pain were unknown. De-challenge and re-challenge were unknown. Last action taken with epinephrine in relation to therapy non-responder and needle issue was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of therapy non-responder, administration site pain and needle issue were unknown. The reporter assessed the causality of events of therapy non-responder, administration site pain and needle issue as not reported. This case was considered as serious. The reportability of this case was expedited.